Event description:
A male pt contacted lifecor customer support to report that he was getting "adjust belt" and arrhythmia alarms, support asked the pt when was the last time he changed his garment. He stated it was sometime last week. Support suggested the pt change out the garment. Patient did this and was still getting the alarms. Support tried to locate a pt services presentative (psr) to visit the pt. The pt called back to state that he removed the system until the problem can be resolved because it was still alarming. A psr visited the pt and exchanged the garment. She stated that the device continued to alarm. The psr exchanged the electrode belt. The device stopped alarming. The psr reiterated to the pt to change the garment event 2-3 days and how to properly wash the garments.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the noise on all leads was an intermittent short in the distribution node. The -5v power supply was being loaded to the -2v power supply. This caused noise in all leads. The electrode belt was repaired, retested and restocked. The root cause of the shorted connection cannot be positively identified but was likely due to strain placed on the cable which allowed the wire to be forcibly removed from the solder pad. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.